Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available.